Manufacturer narrative:
Reporter's phone number was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the unit heated up to 164 degrees fahrenheit which is beyond specification of 118 degrees fahrenheit. During repair and disassembling of the device it was discovered that the bearings were worn and corroded. It was determined that this condition can cause heat. The assignable root cause was determined to be component damage due to worn bearings caused by normal use and servicing over time.

Event description:
It was reported that during pre-surgery set up it was observed that the short attachment device was heating up. It was reported that there was no delay to a scheduled surgical procedure as unspecified spare device were available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.